Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Analysis was unable to perform displacement test or occlusion test due to physical damage. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Power graph analysis confirmed power loss alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received battery error. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.